Event description:
Consumer reported that this was a same days spinner, no other information to assist with this report was provided.

Manufacturer narrative:
Consumer reported that this was a same days spinner, no other information to assist with this report was provided.